Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity and moderate calcification. The vessels were longer than normal vessels. It was reported upon final angiogram there was an unk endoleak in the iliac limb. The physician modelled the iliac vessel with a balloon; however, the endoleak did not resolve. The physician elected to implant another MFR's stent graft to cover the entire length of the vessel. The endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results: (endoleak), (unknown cause of endoleak). Eval codes, conclusion: (unknown cause of endoleak). (Secondary intervention was performed).